Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, sion black; guide cath: launcher jl 6f. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with an acute myocardial infarction (ami). Thrombus was removed with a thrombuster and intravascular ultra sound (ivus) was attempted, but was unable to cross the lesion. The procedure was to treat a non-tortuous, mildly calcified, 99% stenosed concentric lesion in the proximal to mid left anterior descending coronary artery. A 2.0x15mm trek rx balloon dilatation catheter (bdc) met resistance during advancement for pre-dilatation, but successfully got to the lesion. During the second inflation, the balloon ruptured at 12 atmospheres. The trek bdc was removed from the patient anatomy without issue and a 2.5x12 mm trek bdc completed the lesion pre-dilatation, followed by implantation of two xience alpine stents. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.